Event description:
Ous MDR - after an implant duration of about 34 months oversensing was reported. No adverse pt side effects have been reported. The lead was not explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as on the data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the analysis of the returned data, the clinical observation was confirmed. Oversensing was observed in the ventricular channel. No conclusions concerning the root cause of the oversensing can be drawn from the available data. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. There was no indication of a material or manufacturing problem.